Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during an ablation procedure one farastar catheter cable was selected for being used, however opal hdx sis had significant malfunctions and error codes 1805-2, 1307, 1314 were displayed, therefore the case was aborted. The patient was sedated with general anesthesia when the procedure was cancelled. As part of troubleshooting a sequence of actions were taken but the issue persisted. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.

Event description:
It was reported that during an ablation procedure one farastar catheter cable was selected for being used, however opal hdx sis had significant malfunctions and error codes 1805-2, 1307, 1314 were displayed, therefore the case was aborted. The patient was sedated with general anesthesia when the procedure was cancelled. As part of troubleshooting a sequence of actions were taken but the issue persisted. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed. It was further reported that the procedure was not completed, since it was aborted. Cancellation was because farawave shape could not be verified in mapping system and physician did not want to proceed. It was confirmed that the catheters were disposed as the catheters weren't the issue. We brought out the fse and ran a wet tank experiment to verify the issue was system reference related. It was indeed system reference related so the catheters were disposed as they were ruled out of the troubleshooting process.

Manufacturer narrative:
Detailed product information is not available for this cable. Once the cable is removed from its packaging there is no way to trace the batch or lot number so specific product information could not be provided by the facility. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farastar catheter cable's risk documentation was completed and confirmed that the event of a cancelled procedure was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established as the cause of the reported issue cannot be established due to lack of evidence.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during an ablation procedure one farastar catheter cable was selected for being used, however opal hdx sis had significant malfunctions and error codes 1805-2, 1307, 1314 were displayed, therefore the case was aborted. The patient was sedated with general anesthesia when the procedure was cancelled. As part of troubleshooting a sequence of actions were taken but the issue persisted. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed. It was further reported that the procedure was not completed, since it was aborted. Cancellation was because farawave shape could not be verified in mapping system and physician did not want to proceed. It was confirmed that the catheters were disposed as the catheters weren't the issue. We brought out the fse and ran a wet tank experiment to verify the issue was system reference related. It was indeed system reference related so the catheters were disposed as they were ruled out of the troubleshooting process.